Event description:
It was reported a bard dignicare system was inserted on (B)(6) 2012 and replaced with flexi-seal on (B)(6) 2012. Bleeding was observed on (B)(6) 2012 and inadvertent removal of flexi-seal was found on (B)(6) 2012. On (B)(6) 2012, an endoscope was used to observe the rectum and found a tumor deep inside the rectum. Additional info received shows on (B)(6) 2012, an endoscope was performed and confirmed the ulcer was found deep inside of the rectum and hemostasis was also performed at that time. On (B)(6) 2012, the pt died of severe bleeding from rectal ulcer. The tube was placed for a septicemia pt. On (B)(6) 2012 info was received that it was found an ulcer and not a tumor as first reported.

Manufacturer narrative:
The sample was not returned for evaluation. The lot number was not provided therefore the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The instructions for use states in the contraindications section: "do not use for more than 29 consecutive days. Do not use on pts known to be sensitive to or allergic to any components within the system. Do not use on pts who had lower large bowel or rectal surgery within the last year. Do not use on pts with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any pt if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Not for use on pts with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations." And in the warnings section: "do not over inflate retention cuff. Rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use of the device is recommended if evident." (B)(4).